Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited occasional high out of range pacing impedance measurements that eventually led to the lead safety switch (lss) triggering. The lss changed the polarity of the lead to unipolar configuration. Oversensing of noise was observed which caused inappropriately stored non sustained ventricular tachycardia (vt) events. The patient was asymptomatic with no asystole as they had a long first degree. Thus the rv lead was programmed back to bipolar configuration with normal measurements upon testing. Since the patient is not pacemaker dependent, the physician turned the lss back on in the pacemaker and will continue to monitor the patient. The pacemaker and another manufacturer's lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited occasional high out of range pacing impedance measurements that eventually led to the lead safety switch (lss) triggering. The lss changed the polarity of the lead to unipolar configuration. Oversensing of noise was observed which caused inappropriately stored non sustained ventricular tachycardia (vt) events. The patient was asymptomatic with no asystole as they had a long first degree. Thus the rv lead was programmed back to bipolar configuration with normal measurements upon testing. Since the patient is not pacemaker dependent, the physician turned the lss back on in the pacemaker and will continue to monitor the patient. The pacemaker and another manufacturer's lead remains in service and no adverse patient effects were reported.